Manufacturer narrative:
The aware date has been updated to (B)(6) 2016.

Event description:
Additional information received from the patient reported that the manufacturer representative was aware of the stimulator ¿going off¿ on (B)(6) 2016. The patient reported chronic back pain, leg and buttocks, from the stimulator "going off." She reported it was not the stimulator, but it was a previous body condition. The patient reported that they were reset by the manufacturer representative.

Manufacturer narrative:
(B)(4): product ID 97754, serial# (B)(4), product type recharger.

Event description:
Follow up information received from the manufacturer's representative reported that they met with the patient and noted that the issue was because the recharger unit kept shutting off. The back of the recharger was taken off and a hard reset was performed on the unit. The recharger was then reported as working fine. There were no other complaints reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Information received from the patient reported the stimulation from their implantable neurostimulator (ins) went off on (B)(6) 2016. Follow up information received on (B)(6) 2016 from the patient reported that they had notified their managing physician regarding the issue with an appointment of (B)(6) 2016 noted. The patient stated that they experienced symptoms of chronic back pain during the event. As a step to resolve the issue they got a replacement recharger on (B)(6) 2016. The indications for use for the implanted device were noted as chronic low back pain and spinal pain. If additional information is received, a follow up report will be sent.